Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was returned. Visual inspection noted the lead body was twisted and the insulation coating was wrinkled approximately 8-40 centimeters from the terminal end. This is consistent with over-torque of the helix. Both a stylet insertion test and a helix mechanism test failed due to the twisting and wrinkling of the lead. Analysis was able to confirm the helix difficulty allegation made in the field.

Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead would not extend properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.